Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9135800. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The sample sent by the customer was verified and it was possible observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that syringe plastipak 5ml s/su had a broken plunger rod. The following information was provided by the initial reporter: "defective syringe plunger".

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 5ml s/su had a broken plunger rod. The following information was provided by the initial reporter: "defective syringe plunger".